Event description:
It was reported that a smiths medical pump failed volume accuracy during acceptance test. No patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in like new condition. The lens plastic protector has been removed. The unit wasn't use for patient, biomed test failed. The technician ran accuracy test. The reported problem was not duplicated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken due to reported issue was not confirmed.